Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; the cause of the se 2240 is use error - due to air being sucked into the disposable because the patient changed the solution bags during therapy. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during the initial drain the home choice (hc). The home patient (hp) was using the hospital hc. The hp stated she connected a bag to the wrong line so during the initial drain she disconnected the line from the wrong bag and connected it to correct bag. The technical service representative (tsr) explained to the hp once the lines were connected to the bags, cannot disconnect and reconnect lines due to setup becomes compromised. The tsr advised the hp air had entered the setup. The tsr instructed the hp to cycle the power and the system error 2367 alarmed. The tsr advised the hp therapy had ended and would need to start over with all new supplies. The tsr instructed the hp to cycle the power again to press go to start. Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding system error 2240 where the home patient (hp) had an incorrect setup, so she disconnected solution bags and reconnect to the correct lines. The pdn stated she was not aware of the alarm and would follow up with the hp regarding the correct procedures. The pdn stated the hp was doing okay with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.